Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a lead integrity alert (lia) due to high bipolar impedance measurements and a possible fracture. Reprogramming was done, and the lead was later capped and replaced. No patient complications have been reported as a result of this event.